Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related events are as follows: ¿assess access site for bleeding and hematoma.¿. ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿. ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿.

Event description:
The user facility reported a 56-year-old male undergoing cardiac surgery was implanted with an impella cp device for mechanical circulatory support. During attempts to place the perclose for preclosure, there were multiple failed attempts attributed to peripheral vascular disease. There were at least two failed attempts after only one successful deployment. While the impella implant was completed, the next physician started the ep ablation procedure by crossing the aortic valve in a retrograde fashion, and during this, the team believed that there was a left ventricle perforation from the ablation catheter. The patient experienced some instability and required a pericardial centisis. The stability of the patient was questionable with the hemoglobin drop. Prior to leaving the cath lab, there was also a notable hematoma from the impella site. This was addressed with a femstop with moderate pressure. The patient finally began to stabilize, but required multiple high dose drips with no significant drainage at the pericardial site, and the hematoma site was under control. It was after the CT that the patients impella site began bleeding again, and the call was made to explant impella and explore failed perclose and impella site. That evening the device was weaned and removed by surgical closure.

Manufacturer narrative:
The investigation into the delivery issues- anatomy, the ventricle perforation, and the access site bleeding ¿ major issue has been completed. The device was not returned for investigation. Per the provided clinical information and doctors comments, the root cause of the delivery issues was due to the patient's peripheral vascular disease, the root cause of the ventricle perforation issue was use related which happened by ablation catheter during the ep procedure while crossing the aortic valve, and the root cause of the access site bleeding issue was use related to unsuccessful closing of the access site using failed preclose.